Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.

Event description:
The blank label does not stick well when he put the sticker on the syringes, the sticker didn't stay well and it fell on the body of the pt during surgery.